Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that 13 device were returned in good visual condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Devices a, b, c, d, j = g9kh4j; mfg date 7/8/2010; exp date 6/8/2015; devices h, I, k, l, m, n = g9kh35 mfg date 7/7/2010; exp date 6/8/2015; devices e, f, g = g9k64h mfg date 5/25/2010; exp date 4/25/2015. The analysis results found that device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. (B)(4) duckbill, leak test failure.